Event description:
Selective left bundle pacing was performed and the patient complained of shortness of breath with exertion. There are no other reported symptoms. The physician decided to cap the existing lv lead for an unknown reason.